Event description:
Complainant alleged that during the incoming inspection of the device, the pacer output was found to be out of specification. The complainant indicated that there was no pt involvement in the reported failure.